Event description:
Dl leonard line ruptured during routine line flush.======================manufacturer response for leonard catheter, leonard catheter (per site reporter)======================none yet.